Event description:
It was reported that this right atrial (ra) lead became dislodged after the patient was lifted up by the a nurse assistant after it was implanted. The lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead became dislodged after the patient was lifted up by the a nurse assistant after it was implanted, with the dislodgment confirmed by x-ray imaging. The lead was repositioned and remains in service. No additional adverse patient effects were reported.